Event description:
Two cameras were found not operational before a thoracoscopy procedure. Since no other backup units were available, the doctor decided to perform a thoracostomy. Although the failure of the device did not cause any injury to the pt, co is reporting this as an MDR. Also, since 2 cameras were involved co is filing 2 medwatch reports.